Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: lot # - unknown, procedure: mohs, reaction and treatment: left foot 2nd toe tip: condition of toe tip normal except for melanoma insitu pt had history of breast cancer with radiation. How was suture placed? Interrupted. Intra-operative complications? No. Treatment given: keflex, bactrim topical antibiotics mupriocen. She also did acetic acid soaks and daily bandage changes to help prevent and remove crusting. No response to antibiotics lower half of foot still red and swollen. Immediate response to suture removal and debridement. Swelling diminished by 70% next day.

Event description:
It was reported that a patient underwent a foot surgery on an unknown date in (B)(6) 2017 and suture was used. One week after the procedure the patient experienced a reaction to the suture. The patients toe and foot became red and swollen. The patient was treated with keflex, bactrim topical antibiotics and mupriocen. The patient also did acetic acid soaks and daily bandage changes to help prevent and remove crusting. The patient had no response to antibiotics and the lower half of foot was red and swollen. The patient had an immediate response to suture removal and debridement, the swelling diminished by 70% the next day. The patient currently has no swelling or itching, however slightly red. Additional information was requested.